Manufacturer narrative:
Correction b3, b5, d10 (omitted on initial). B3: add: 02/05/2023 and remove 02/21/2023 (reported on initial). B5: add: the device was being used to deliver unspecified intralipids to a pediatric patient. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage, under water leak test and priming tests revealed no defect. The assembly was according to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked from the tubing just below the drip chamber. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.